Event description:
A customer reported to baxter (B)(4) that cracks on the light blue main body were seen. There was patient involvement but no patient injury or medical intervention was reported

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. During visual inspection chipping/flaking and crack of the light blue main body was noted. The complaint was confirmed in the lab for damaged.

Manufacturer narrative:
(B)(4). The assignable cause was undetermined.